Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they never knew how to work the external devices and wanted to change the programming because therapy was not helping them with urinary retention. Patient services reviewed how to increase amplitude and patient was able to successfully increase amplitude to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Patient services recommended patient consult with managing physician regarding program use if not resolved. Patient reported they have always had problems since implant because the doctor didn't put it in the right place so they had to reimplant at the end of december.